Event description:
The complainant reported a patient noted with post cardiotomy cardiogenic shock¿and (pccs)/low cardiac output syndrome (lcos) was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella cp was pushed too deep into the ventricle when the repositioning sheath was placed. As the pump was pulled back out it experienced a high motor current pump stop. After multiple unsuccessful attempts to restart the pump it was restarted but had saturated flows. Due to the saturated flows, a new impella was placed. No harm to the patient resulted from the use of this device.

Manufacturer narrative:
The investigation for the reported issue has been completed. The data logs confirm a motor current spike right before the high motor current pump stop. This is indicative of biomaterial ingestion. The product was returned and biomaterial was found wrapped around the base of the impeller. The root cause of the saturated flow was determined to be biomaterial. As noted in the impella IFU: impella cp with smart assist system section: entering cardiac output ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.